Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The underfill event occurred 44 times. The slow filling event occurred 1900 times. The following information was provided by the initial reporter. The customer stated: the "tube fills slowly and doesn't fill completely."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The indicated failure mode of slow fill could not be confirmed on examination of photos. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issues of underfill and slow fill were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. The indicated failure mode of slow fill was unable to be confirmed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The underfill event occurred 44 times. The slow filling event occurred 1900 times. The following information was provided by the initial reporter. The customer stated: the "tube fills slowly and doesn't fill completely."